Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. No unexpected off no power anomaly noted. The device passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.